Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The log file contained data spanning approximately 2 days (06feb2021 ¿ 08feb2021 per time stamp). The pump-maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms ¿ ¿rsoc invalid¿ fault alarms that were not associated with a power source exchange ¿ were observed throughout the log file while batteries were in use. The alarms appeared to have been caused by the rsoc briefly dropping below the alarm thresholds, although the overall (bus) voltage remained unaffected. No other notable events were observed. The returned system controller was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was frequently alarming for low voltage when connected to battery power. The customer had reportedly given the patient a loaner clip and two new batteries over the past two months. A log file review was requested. Technical services (ts) reviewed the log file and observed power cable disconnects that were not associated with power source changes. The events all occurred on battery power and appeared to be an issue with the battery clips or the 14v batteries. Ts requested that the customer check if the battery clip contacts were clean/free of debris, and if the brass contacts were aligned in the clip. Ts also requested that the customer check to see if there were any broken or bents pins inside the connector of the battery clips, as well as to make sure the battery fits tightly within the clip. The patient's controller was subsequently exchanged and would be returned for evaluation.